Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead impedance changed from 457 ohms to 332 ohms in the bipolar configuration. The lead was replaced.